Manufacturer narrative:
One fogarty catheter was received. Customer report of balloon issue was confirmed. Balloon was found to be ruptured. The balloon edges did not appear matching at the ruptured region. Through lumen was patent without any leakage or occlusion. No other visible damage was observed from catheter body or distal and proximal windings. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results

Event description:
As reported, during use in patient, the balloon of this fogarty embolectomy catheter burst. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation. As per product evaluation results, the balloon edges did not appear matching at the ruptured region

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. As part of the manufacturing process the units go through balloon and winding inspection process.